Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to advance may include, but not limited to, calcification, anatomy variables of the patient. The patient effect and treatment appears to be related to the circumstances of the procedure. The patient effect of hemorrhage, perforation and hematoma are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was venous closure of the right common femoral vein with a progide device using the pre-close technique prior to a pulse field ablation (pfa) watchman interventional procedure. Reportedly, the physician had difficulty advancing proglide. The device was not deployed and was removed. The sheath was upsized to a 14f, and the pfa ablation procedure was completed. The patient developed a hematoma and continued bleeding. It was discovered the physician hit the side branch when obtaining vascular access. Hemostasis was achieved using manual compression. Vascular surgery was performed to repair the side branch that was hit. No additional information was provided.